Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 46 mg/dl. The customer's current blood glucose was 500 mg/dl. The customer was treated with injection and stated that she feel okay to troubleshoot. The customer agreed that she zero out her basal rates is what caused high blood glucose. The customer stated that there is no need to troubleshoot for high blood glucose anymore. The customer was offered to troubleshoot for low blood glucose but declined.